Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not deploy clips. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Malformed clip, jaws. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any firing issues. Upon firing of the device, it fed and formed the remaining clips as intended. Finally, the device locked out as intended but the orange indicator was not completely visible. These findings are not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.